Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV. Additional, changed, and/or corrected data: b.5., g.2., h.6., h.11.

Event description:
Patient reported right side rupture. Patient later reported capsular contracture, baker grade ii. Healthcare professional confirmed capsular contracture baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on posterior side assessed as fold flaw opening and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases, wear abrasion and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture. Device was explanted.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Device was explanted.